Event description:
It was reported to baxter (B)(4) that a colleague infusion pump encountered failure code 810:15 during an infusion. It is unknown in which care area this event occurred. There was a patient involved, but no patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague infusion pump with a user interface module master software version 7.01.00. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code 810:15 fc was confirmed during product evaluation. This condition was due to a defective pump head module (phm). The pumphead module was replaced to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.